Event description:
Reportedly, when the jaws of the instrument were closed and the green button depressed, the instrument failed to cut the tissue. It was also unable to unlock and release the dlu. The stapler was stuck to the lung tissue. No additional information was available concerning the completion of the case.